Event description:
The customer reported it being difficult to read the insulin pump's display due to there being a smudge underneath it. Customer did not know how it got there. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
The insulin pump received with no smudge under lcd window. However, the insulin pump received with minor scratches on lcd window, reservoir tube window and cracked case on display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.